Manufacturer narrative:
H10. H3, h6: two devices returned identified as (B)(4) the device was used for treatment. (There were 3 related complaints found (B)(4). This second device was confirmed as (B)(4) verified by the lot number being consistent on the complaint, the shelf carton and the foil pouch. The device had t1 freed from the delivery tip upon return. There was no unusual substance noted. There was typical dried bio matter on the depth limiter, anchors and needle. T2 remained inside the track with balance of suture. The manual actuator was pushed forward placing t2 at the tip for manual release. No functional abnormality was noted. The allegation could not be confirmed. Complaint history review indicated no similar allegation for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No clinical/medical information was provided for the investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. In conclusion, the foreign substance inside the cannula was not found during the product inspection. A root cause of the site finding cannot be concluded. The report number of the mentioned complaints are: 1219602-2019-01621 (B)(4), 1219602-2019-01645 (B)(4) and 1219602-2019-01646 (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, it was found a foreign substance inside the cannulation of the ultra fast-fix. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.